Event description:
Boston scientific crm received information that this lead was exhibiting high impedance measurements and stable thresholds. The indications were that this lead was fractured. The physician elected to surgically abandon this lead and successfully replace it. The device was explanted at the same time to avoid a future surgery for this pacemaker dependant patient. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced.